Event description:
It was reported that during a synfix procedure, the tip of the trial spacer handle broke off inside the trial spacer during impaction. The trial spacer was removed with angled curettes and a distractor. The procedure was completed with no adverse effect to the pt. All pieces were removed from the pt.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. Since a lot number was not available, it was not possible to perform a device history record review. Due to an unk cause, the threaded tip was broken on the spindle. There were slight rub marks and minor corrosion-like spots on the shaft of the spindle. Slight marks, "dings", and corrosion-like areas were also noted on the sides and back end of the knob. The trial spacer handle was inspected to the component product drawing. Based on the eval, the complaint condition was from an unk cause, and since a lot number was not available for a thorough eval, this complaint is deemed indeterminate from a mfg position.